Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), product type extension; product ID 3708140, serial# (B)(4), product type extension. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the impedance issue occurred intra-operatively. The reporter stated the product was not used in the patient and the issue was found before implantation. The reporter further stated the patient was doing good.

Event description:
It was reported that during a surgical trial high impedances were measured. The reporter stated that when power was supplied and the connection was made directly to lead impedances on four to seven were high when the adaptor was connected. The reporter further stated that a connection using the multilead trialing cable was attempted several times, but abnormal impedances were still measured. It was noted that power was supplied as usual prior to the connection of the adaptor. It was further noted that a problem occurred when the adaptor was used. The reporter stated that the adaptor was not used during the implant and there was no health hazard to the patient. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found no significant anomaly. It was noted the body of the extension was cut through and the product was segmented. Analysis of the extension (s/n (B)(4)) found no significant anomaly. It was noted the body of the extension was cut through and the product was segmented.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.